Manufacturer narrative:
The product was repaired by joerns prior to report of incident from the facility.

Event description:
It was reported to the manufacturer by the end user, per the end user, the staff member was injured while working with the resident and they stated that the wheels on the bed frame were flipped over during the process. The staff member sustained a back strain with pain in the upper and lower back. The staff member was sent home for the day to apply heat and ice to the affected area. The staff member was on light duty for 24 hours after the incident. Upon speaking with the facility, they stated that "staff was repositioning the (large) resident in the bed. The bed lock did not work. She said the wheel flipped over as she was moving the resident up. Employee had a back strain with pain across the upper and lower back." The bed was picked up by joerns warehouse from the facility and repaired prior to the incident being reported by the facility. Per the warehouse "the wheels that are at the head end of the frame are attached with a plastic sleeve (which is inside the wheel housing) and a screw to keep the plastic sleeve in place. When these particular wheels on this end of the bed make contact with a door frame, door or simply any object that doesn't give easily, the wheels shift and the plastic sleeve shifts with them knocking the sleeve out of the groove that it is designed to stay in. Its a simple fix, all you have to do is slide the sleeve back into place put the wheel housing back over the sleeve and put the screw back through the housing and the sleeve." The quality control checklist from the warehouse shows that the bed passed inspection prior to being place with this customer in march 2017 and after being repaired in september 2017. (B)(4).